Event description:
Patient obtained on suspect device, blood glucose of 280 mg/dl. Concerned with boil in groin area, called doctor and doctor gave approval for admittance to ER. Four hours later, while in the hospital, blood glucose device gave blood glucose reading of 420 mg/dl. Patient in hospital for 4 days and given insuling to lower blood glucose.